Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was difficult to remove from the pump and that the cartridge was damaged. There was no adverse impact to the customer's blood glucose level. The customer removed cartridge and loaded a new one and resumed insulin deliveries.